Event description:
On (B)(6) 2025 (B)(6) fire dept. Reported that device sn (B)(6) died at the end of an cardiac arrest call. Device died with in 30 minutes into the call as far as to when volunteer went to do intubation. Reported stated that device is always kept on charge. Sscor issued a replacement battery to resolve their issue.